Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info the pt had the ins explanted and replaced with a smaller model due to pain at the insertion site and loss of effectiveness once the battery reached below the 1/2 charge level. The explanted ins location was the right buttock and the pt felt the size and location was causing her pain. The system is intact with normal impedance levels and the pt reports "very good" coverage of pain (right lower extremity) after reprogramming. Pt suffered no injury and recovered without sequela.